Event description:
A model 324 on-board aspirator failed to operate. An inspection of the device revealed a damaged vacuum pump. The vacuum pump was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.